Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inability to pump device. The physician suspected fluid loss. The device was removed and replaced. No further complications to the patient were reported.